Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure in the cephalic vein arch stenosis, the pta balloon allegedly had a slight resistance to feeding the guidewire. It was further reported that the pta balloon allegedly ruptured upon opening during balloon dilatation. Furthermore, after the balloon ruptured, it was allegedly difficult to recover the balloon through the introducer sheath and there was friction, violent withdrawal. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. The photo shows the balloon portion of the conquest 40 in its inner packaging. It is seen unfolded. The hand-written product number and batch number on the packaging match with the information available. No anomalies noted. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture, guidewire advancement difficulty and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d2b (dqy;lit), d4 (unique identifier (UDI) #), h6 (device, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that prior to an angioplasty procedure in the cephalic vein arch stenosis, the pta balloon allegedly had a slight resistance to feeding the guidewire. It was further reported that the pta balloon allegedly ruptured upon opening during balloon dilatation. Additionally, after the balloon ruptured it was difficult to recover the balloon through the introducer sheath and there is there is friction, violent withdrawal. There was no reported patient injury.